Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the active blade broke off into the patient. The doctor was able to retrieve the tip and used a second device to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. A break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure."